Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump was tested after cleaning the keypad traces. All operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with cracked case at the display window corners, cracked display window, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 900 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and small heart attack. Customer was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of hospitalization. Customer reported of receiving no delivery alarm and was resolved with complete set change. Customer was not able to troubleshoot due to keypad anomaly. Customer reported that the act button was not responding.

Manufacturer narrative:
The pump passed the delivery accuracy test.